Manufacturer narrative:
No report of patient involvement. Date of device manufacture is not available at this time. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The casters were replaced, and the unit was returned to service.

Event description:
The hospital reported that the unit had a caster wheel that was slightly bent. There was no report of patient involvement.